Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was burst of the foley catheter balloon and when cut the balloon and looked inside, there were quite a few foreign objects stuffed in.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used latex foley catheter without original packaging. Verified material number 2551ht22 and date code ng3170. Visual inspection noted that the catheter was cut into two pieces, and the balloon had ruptured. Further inspection noted the balloon had no missing pieces. Dried blood/bodily matter was built up within the catheter; however no additional unknown foreign material was found. The labeling is found to be adequate. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. Correction: d,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was burst of the foley catheter balloon and when cut the balloon and looked inside, there were quite a few foreign objects stuffed in.